Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient experienced hypotension. The effusion was discovered during the transesophageal echocardiogram post implant. The patient was stable upon leaving the cath lab and transfer to ICU. The patient was discharged the following day.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02688, 2134265-2017-02689. It was reported that recapture difficulty and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. The watchman access system (was) was positioned in the laa and a 33mm watchman laa closure device & delivery system (wds) was advanced. The watchman laa closure device was deployed, but then required recapture which was noted to be difficult. The physician twisted the device and it was recaptured and removed. A second 33mm watchman laa closure device was deployed and recaptured twice, but ultimately released. During the procedure a pericardial effusion occurred. Pericardiocentesis was performed and the patient was transferred to ICU.